Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 3006705815-2017-00864. It was reported that the patient experienced ineffective therapy. X-rays revealed that the lead had migrated. Reprogramming was unable to provide resolution. As a result, the patient underwent surgical intervention have the lead replaced. Patient has effective therapy post op. Note: both of the patient's leads are being reported because it is unknown which lead is liable.